Manufacturer narrative:
Continuation of medical devices: evolutr-29-us transcatheter valve implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The output of the patient's left ventricular (lv) lead was adjusted and the lv lead remains in use. No further patient complications have been reported as a result of this event.